Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with disc degenerative disorder and underwent oblique lumbar interbody fusion at l4-5, l5-6, l6-s1. During surgery, the inserter broke. The product came in contact with the patient. No fragments of the broken part remained in the patient. No patient complications were reported as the result of the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.